Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The pigtail catheter could not be placed in the optimal position in the non-coronary cusp due to heavy calcification. The valve was successfully deployed. As the delivery catheter system (dcs) was being removed, the nose cone of the d cs became stuck on the inflow struts of the valve and dislodged the valve into the ascending aorta. The patient remained hemodynamically stable and good flow to the coronary arteries was confirmed. The valve moved toward the aortic arch and the decision was made to convert to a surgical procedure. The patient was placed on bypass and the valve was surgically removed. A smaller (23 mm) bioprosthetic valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of the returned product, the valve was desiccated in a plastic specimen cup with no fluid. The valve was discolored; brown due to desiccation. The valve frame appeared intact with no evidence of distortion or damage. All leaflets were stiff due to the receipt condition. All leaflets appeared intact. All commissures were desiccated but intact. The returned valve showed no damage or evidence of the reported event in which the dcs nose cone became stuck on the inflow struts of the valve caused the valve to become dislodged. The potential cause for the valve to dislodge may have been due to the excessive amount of calcification.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels and the compliance of the native anatomy. The valve has not been returned for analysis. Review of the angiogram cines for this event showed in the first and second cine, a picture of the access vessel with no contrast being administered and a view of the balloon aortic valvuloplasty. In this view, there was an excessive amount of calcification that was displaced by the balloon. Cine 3, showed a fluoroscopic check for proper loading of the valve on the delivery catheter system. Cine 4 showed the start of the delivery catheter going across the native valve in a not very ideal depth. Cine 5 showed that the pigtail was not in the non coronary cusp. Due to heavy calcification, the pigtail was unable to be placed in the optimal position in the non coronary cusp. Per best practices, a catheter should be seated into the non coronary cusp in order to identify the depth of the implant. In this view, it was also noted that the sheath capsule was retracted but the valve had not started to flare. Cine 6 the valve deployed to 50% and was under expanded, which made the valve unstable and subject to more movement within the annulus. Cine 7 showed the valve deployed to the 80% point where the leaflets were functioning. It can be seen that the valve was still under expanded and subject to movement. The last cine, 8, showed the valve placed in the ascending aorta with the delivery system already in the descending aorta. In summary, the angiographic records reviewed confirmed the valve was in a good position prior to the removal of the delivery catheter. The angiographic film showed the valve then in the ascending aorta, however, as there were no films that showed the delivery catheter system (dcs) actually getting stuck on the valve, medtronic is unable to conclusively report that this occurred. Based on the angiographic review, the potential cause for the valve to dislodge may have been due to the excessive amount of calcification as seen on the angiographic review. Additionally, it was reported that the valve was still under expanded and subject to movement on the second to last cine reviewed. However, the most likely cause of the valve dislodgement was patient anatomy (extreme calcification), that may have played a role in the valve not completely expanding, and then becoming more susceptible to movement / dislodging while the dcs was being withdrawn. Dislodge events are typically not related to a device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.